Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 310.509, lot: 5l97000, manufacturing site: bettlach, release to warehouse date: 05.september 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received drill bit shows that that approx. 15mm from the fluted tip section is broken off. The broken off portion was not returned. The remaining cutting edges of the device strongly twisted.the shaft and coupling are otherwise still in good condition. Because of the damages (twisted cutting edges) & missing shaft, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Furthermore, a functional test without the missing tip is also not possible. The damages are clearly caused post manufacturing. Drawing drill bit 2-flute and drill bit geometry were reviewed during this investigation. The returned drill bit was manufactured in september 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. This drill bit was made from the blank (sub-component) 60036882. The blank is not lot tracked. Therefore, the last three potential work orders that were produced prior to lot 5l97000 were reviewed. The review has shown that with 440a the correct material was used, and that the hardness was within the specification of 52 0/+3 hrc from drawing. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, it is not possible to determine the exact cause of the breakage. We assume that a blockage in combination with too much mechanical force caused the breakage of the drill bit. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the tumor removal and the plate fixation surgery for the distal radius with the drill bit. After the surgeon removed the tumor, he filled the cement. The surgeon tried to drill the cement with the drill bit to insert the screw, but during the drill, the drill bit broke. The tip of the drill bit (about 2cm) remained in the cement. The surgeon could not remove the fragment with the pliers. The surgery was completed without any surgical delay with the fragment remained. The surgeon commented that drilling the cement is abnormal method. The patient was reported as stable. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity unknown), pliers:trauma (part number unknown, lot unknown, quantity 1). This report involves one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).